Manufacturer narrative:
.

Event description:
It was reported that during a gastrectomy procedure, after firing the device there was no sound feedback. The surgeon found staples were malformed. Another device was used to complete the or. No patient consequences were reported.